Manufacturer narrative:
Test strip lots 104948 and 104873 - all testing with the returned strips produced acceptable results and no strip defects were observed.

Manufacturer narrative:
During both days, the customer was using three different vials of accu-chek guide test strips; lot. 104782/expiry 09/27/2025, lot. 104873/expiry 11/09/2025, and lot. 104948/expiry 12/26/2025. The user states that all three vials were used to obtain the blood glucose results, but she does not know which lot number produced each result.

Event description:
On (B)(6) 2024 the patient received the following results within 15 minutes: 452 mg/dl (7:03am), 71 mg/dl (7:06am), 249 mg/dl (7:06am). The customer then tested on (B)(6) 2024 and received the following results within 15 minutes: 138 mg/dl (7:04am), 110 mg/dl (7:03am), 147 mg/dl (7:01am), 201 mg/dl (7:00am), 305 mg/dl (6:59am). During both days, the customer was using three different vials of accu-chek guide test strips: lot. 104782, lot. 104873, and lot. 104948. The user states that all three vials were used to obtain the blood glucose results, but she does not know which lot number produced each result.